Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, parts of the suture extrusion in some stitches. It was stated that there was unanticipated tissue damage as a result. The patient returned to liposuction and the surgeon removed the suture strands and wound closure skin of nipple cardinal stitches was done to resolve the issue.